Event description:
It was reported that the device failed temperature test. Unit alarm would not cut off after test was done.

Event description:
Additional info received via email 18-aug-2022. The event date was updated. No patient involvement.

Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received back with interlock block having stripped threads. The customer complaint could not be duplicated or confirmed. Device passed all functional testing, unable to replicate the reported issue. No problem found. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.